Event description:
A user facility reports that an intraocular lens (iol) was removed due to ruptured zonules. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested 05/12/2008 by phone, fax and mail. A completed questionnaire has not been received.